Event description:
Reporter alleged discrepant results between the blood glucose monitoring device and a valid lab comparative. Reporter stated the device result was 162 mg/dl at 6:24 am and a lab result was 29 mg/dl at 6:03 am. Reporter indicated the pt was treated with d50 to elevate blood glucose, however was delayed being administered for about 1/2 hour. Reporter did not provide the date the control solution was opened however controls were used and found to be within an acceptable range without values being provided. A request was made for the return of the suspect device and replacement product was sent.